Event description:
The mother of the patient reported that the patient had symptom worsening and intermittent relief that occurs daily. Turning the implant off at night has been attempted to resolve the issue which helps for a bit, and the patient has had no falls/trauma or emi related. It was stated that the patient cannot function 99% of the time because stimulation is causing their depression to worsen, and they cannot get out of bed a lot of time, interact with family, think straight, or work. The issues have been going on for the past year prior to date notified and turning stimulation off helps but then all of the sudden the symptoms come back and they have to turn stimulation back on. The patient's depression has begun to manifest into physical symptoms like back pain and physical body pain, with their depression continually deteriorating. The patient's indication for implant is obsessive compulsive disorder and movement disorders. See related regulatory report 3004209178-2016-26248.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.